Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the burr device stopped working and the tip bit of the device broke off. It was further reported that the device piece was collected and moved away from the surgical field. It was reported that more smaller pieces from the back end of the burr device were noted to have broken off when the locking sleeve was removed and all pieces were contained. It was reported that there was a five-minute delay to the surgical procedure. It was not reported if a spare device was available to complete the surgery. It was reported that fragments were generated and were removed easily without additional intervention. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.